Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead dislodged resulting in loss of capture. The patient was not dependent or symptomatic. This lead was successfully repositioned.